Event description:
This is an adverse event recorded on a case report form as part of the b-500 halo patient registry. Six weeks after a focal ablation procedure for residual barrett's esophagus, the pt developed a mild, peptic stricture which was subsequently dilated. Per the physician, the severity of this event was mild, the event was not related to the device procedure and there was no device malfunction.

Manufacturer narrative:
The site did not return any devices therefore no device evaluations could be performed. If any additional info pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).